Event description:
¿ The screen of the ventilator device remain dark after startup. The hamilton-t1 ventilator device alarmed which only could be stopped by disconnecting from ac mains and removing the batteries. The ventilator device powered up normally after replacing the batteries. This occurred twice but is not reproducible. There is no patient involvement. ¿ in a worst-case scenario, this could occur during the transport of a patient and there is the need for using the device, it would be likely to cause or contribute to a serious injury if the malfunction were to recur.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: complaint description received: "users powered on vent. Screen remained dark, alarm started and could not be stopped. Users removed ac power then batteries. Eventually alarm stopped. Users replaced batteries and vent powered up normally." No patient involvement. The event date was reported as march 13, 2025; however, the only evidenced forced shutdown (no off line) was on march 11, 2025. There were no te/tf, and the device alarmed with "battery power loss". The issue occurred during startup. When theventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Consequently, a failed startup is not a critical failure. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. Customer received new front panel board and display front (msp161514 and msp161299) to replace. This case is considered as closed.